Manufacturer narrative:
Device evaluated by MFR: no parts have been returned to medtronic for analysis. B17, c20, d15 are applicable. A medtronic representative went to the site to test the equipment. Testing revealed that the bed was pressed too closely to the imaging system. The imaging system sensed the pressure and as part of its safety protocol, it stopped the spin. The door appeared to be opened as a result of the bed when it pressed against the imaging system, and it warped the covers. The representative opened the bellows cover and there was not any debris which would indicate something was loose inside the imaging system. They verified the sensors were functioning, which told the imaging system what degree it was in, in its 360 degree cycle. The representative checked the magnets in the snake chain, which they have seen to become loose and cause a stop but that was not the case in this situation. All the magnets were in place and secure. The fact that the door was opened after the spin and a successful scan occurred indicates the imaging system was readjusted, therefore the pressure from the bed lifted. The system was functioning as designed. The navigation system then passed the system checkout and was found to be fully functional. B01, c19, d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that there was a loud bang with the imaging system when attempting a post spin. The two spins prior were successful. The third spin (post-operation) the door closed, and as it was spinning, a huge pop was heard and the site went to check the imaging system to see if there was any damage. They did not see any. When the door closed it looked like there was a gap that was noticed, and after closing it again, the second spin there was a successful spin and there was no noise afterwards. There were no indicators on the pendant to inform them if the door was not closed properly. This occurred intraoperatively, and there was no surgical delay. There was no reported impact to patient outcome.